Event description:
It was reported that the customer was admitted to the intensive care unit after the customer experienced a high blood glucose level of 733 mg/dl and had life-threatening ketone levels. Reportedly, the customer suffered a heart attack. Customer was treated with intravenous fluids of saline and insulin. The customer had not yet been released from hospital at the time of reporting. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.